Manufacturer narrative:
B5 - the reporter indicated that on (B)(6) 2022 a 12.1mm vicm5_12.1 -13.00 diopter implantable collamer lens tore/broke during injection/delivery into the patient's right eye (od). There was no patient contact. On (B)(6) 2023 the lens was replaced with a longer length lens. This resolved the problem. Cause of event unknown. H6 - health effect - impact code: 4629 . Claim # (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type event reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.1mm vicm5_12.1 -13.00 diopter implantable collamer lens tore/broke during injection/delivery into the patient's eye. There was no patient contact. If additional information is received a supplemental medwatch report will be submitted.